Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that the patient is transmitting again, however, no information was provided as to what caused the ble issue or how it was resolved. There were no patient consequences reported.

Event description:
Additional information received indicated the ICD was reprogrammed to turn off some the atrial fibrillation (af) alerts which caused excessive ble usage. There were no reported patient consequences.